Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported partial clip movement and poor image resolution appears to be due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is conservatively filed for partial clip movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, with a small atrium and a rotated heart. The mitraclip was successfully implanted at the lateral aspect of a2/p2. Imaging was noted to be difficult due to patient anatomy. After deployment, there was a lot of movement. Another clip was implanted lateral to the first clip to stabilize. Post procedure mr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.